Manufacturer narrative:
(B)(4).

Event description:
During a pacemaker implant procedure, the right ventricular lead was implanted and displayed high impedance. The lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination of the entire lead was normal and no anomalies were noted. Electrical testing did not find any indication of conductor fractures or internal shorts.